Event description:
It was reported that the patient had possibly received an inappropriate shock. It was noted that the right ventricular (rv) lead had high impedance, oversensing, noise and a confirmed fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.